Event description:
It was reported that the tubing of two (2) clearlink system continu-flo solution sets came apart. The tubing separated from the clearlink y-site bonded area. The process step was not specified. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the device was received for evaluation. A visual inspection was performed, and it was noted that there was a separation between the tubing and the second y-site clearlink. Dimensional testing was also performed at the clearlink y-site housing and was according to specification. During evaluation, it was also noted that there was a lack of solvent in some areas of the tubing and the solvent was not correctly applied. The insertion depth was inspected, and per the marks of the tubing there was a potential low assembly. The reported condition was verified. The cause of the reported condition was improper manual assembly during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.